Event description:
Additional information received from reporter on 02/08/2017 for report mw5067639: tpn bag noted to be empty with ivf infusing at correct rate through the IV pump. Infant received 24 hour volume irl 12 hour period. Md notified. To bedside. Suspected seizures. This report lists baxter bifurcated add on transfer set, lot (10) gr336024.

Event description:
Tpn bag noted to be empty with ivf infusing at correct rate through the IV pump. Infant received 24 hour volume in 12 hour period. Md notified. To bedside. Suspected seizures. This report lists carefusion smartsite low sorbing infusion set 16127819, 12/29/2019, (B)(4).